Event description:
This system was removed due to mrsa infection. Lumax 340 dr-t, MDR 1028232-2009-00575; linox sd 65/18, MDR 1028232-2009-00576; setrox s 45, MDR 028232-2009-00577.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.